Event description:
Healthcare professional reported an event of dysphagia; a lap-band ap system adjustment took place to treat event. Healthcare professional later updated the treatment for the event of dysphagia adding a lap-band ap system removal to treat event.

Manufacturer narrative:
(B)(4). Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report.